Manufacturer narrative:
The insulin pump passed displacement test. However, unable to prime the insulin pump during the prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The motor was tested outside the device and passed. The insulin pump was received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm during a bolus. Customer stated the alarm had been recurring for the past three days. Customer's blood glucose was 142 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.